Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged, ar-9597-20, angled reamer sleeve, 20°, batch 37622051, was received for investigation. Visual inspection noted signs of wear on the distal and proximal end of the device. Functional testing with a known good mating part, noted that the reamer moved freely as intended inside the shaft. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/27/2024, it was reported by a sales representative via sems-(B)(6) that an ar-9676 angled reamer, drive shaft and an ar-9597-20 angled reamer sleeve, 20° were seized together and stuck. This was discovered during a procedure, with no reported patient harm. Additional information was received on (B)(6) 2025: this was discovered during an rtsa procedure. The case was completed using an opened backup tray. There was a 3-minute case delay while the backup tray was opened and the angled reamer assembled. Additional information was received on 01/16/2025: this was discovered during an rtsa procedure on (B)(6) 2024.